Event description:
Event description guidant/crm received information that this patient received an inappropriate shock. Also several nonsustained events. They reprogrammed, and the holter still demonstrated oversensing. The patient had an av nodal ablation recently.